Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: description of event: they mentioned that there was a delay when retracting the device. Patient harm: no. Additional info: 30 sep 2024: 1. No adverse events or injuries occurred to the patients or nurses involved. 2. The date in question is 26-09-2024. 3. In endoscopy we had 5+ occurrences. I also spoke with day surgery and I know of 1 occurrence there.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.0 inch insyte autoguard bc unit in an open unit package from lot #4222721. The needle was received fully retracted within the shield. The barrel was removed from the device and the needle hub was removed. Gel was found to coat the needle hub. Due to the circumstantial evidence that was observed on the returned sample, your report was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive gel in the space between the flash chamber and the grip. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.

Event description:
No additional information.